Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided one photo of the sample for evaluation. Visual inspection of the photo revealed a kinked spring wire guide (swg) inserted into an 18 ga introducer needle. The photo also confirmed that the swg had begun to unravel. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The complaint of an unraveled swg was confirmed from the customer photo. Complete complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "during the insertion of the dialyse catheter, the doctor introduced the guide in the needle after puncture in internal right jugular with success. Them it was impossible to remove the needle that was stuck to the guide and would not slip at all." There was no consequence for the patient. The doctor removed the guide and the needle together. A new device was used.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "during the insertion of the dialyse catheter, the doctor introduced the guide in the needle after puncture in internal right jugular with success. Them it was impossible to remove the needle that was stuck to the guide and would not slip at all." There was no consequence for the patient. The doctor removed the guide and the needle together. A new device was used.